Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Thirty minutes between meter and venous draw. Patient takes warfarin (heparin was used to (B)(6) 2010).